Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower, the drawer was not detected on the bus. The customer stated that the user was not able to retrieve multiple critical medications, which caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cable connections caused the issue. A field service engineer inspected the auxiliary drawers reported as 4.1 and 4.2, reconnected all connections, and restored normal functionality. The drawers were tested multiple times through the user application, and all functions operated as expected. The customer confirmed resolution. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower, the drawer was not detected on the bus. The customer stated that the user was not able to retrieve multiple critical medications, which caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.